Event description:
It was reported that the patient presented for device change out due to normal eri. During testing, when the chronic lead was connected to the new device high, out of range, hv lead impedance was observed. It was also noted that the patient has been lost to follow-up and the hv lead impedance was not tested prior to the device change out. Two successful dft tests were performed with the new device. The lead remains implanted. One day post implant, the hv lead impedance measurement was normal. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.